Manufacturer narrative:
The device was returned to bd and evaluated. One crosser 14s was returned for evaluation. The investigation is confirmed for material separation as separation of the tip from the outer sheath was noted. The investigation is inconclusive for the reported weak vibration as functional testing could not be conducted due to the material separation. It is possible that the connection between the transducer and catheter was not flush which could lead to the reported activation issue. This could have occurred if the lock collar was stuck in the forward position. However, the definitive root cause is unknown. It is unknown whether procedural factors contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and an activation problem. This information was received from a single source. The alleged material separation and activation problem did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.